Event description:
The customer reported obtaining r1 reagent empty level detection errors on unit 3 for high density lipoprotein (hdl) involving the beckman coulter au5400 clinical chemistry analyzer. The customer reported obtaining erroneously low hdl results for thirty-six (36) patient samples. The customer did not report the results out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated all thirty-six patient samples on an alternate au analyzer and higher results, which were considered normal, were obtained.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that the level detection strip in the r1 reagent compartment had become separated from the side of the reagent compartment. The fse used epoxy to re-attach and secure the level detection strip. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to hardware; reagent level detection strip was not functioning due to detachment from the reagent compartment.

Manufacturer narrative:
Continued investigation by beckman coulter discovered that the level sense issues were centered on reagents which were provided in the 180 ml size kits. The reagent kits require the use of pipe/straw which must be inserted in the bottle prior to use. The pipes must sit straight in the bottle and must not contact the bottom of the reagent bottle. Dead volume criteria must also be met. The fse stated that about 75% or more of the pipes that were evaluated failed to meet visual inspection. The fse noted that the customer consolidates all of the pipes/straws from all reagent kits into one bin and pulls out of that stock as needed. The fse evaluated multiple pipes from the consolidated bin which would cover pipes/straws from any 180 ml reagent kit as well as any blank 180 ml bottle kits for pour-over reagents. The pipes evaluated were not straight and most show a slight curve that is difficult to detect without a straight line of comparison. With a curved pipe, the instrument's reagent probe is likely to contact the side of the pipe and falsely indicate the level of that reagent. Beckman coulter confirmed the presence of curved/bent pipes/straws from reagent warehouse stock and will continue to investigate this issue. All related medwatch reports associated with this event: 9612296-2013-00098 9612296-2013-00102 9612296-2013-00104 9612296-2013-00108 9612296-2013-00109 9612296-2013-00110